Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient was revised due to a pseudotumor from metal on metal reaction. Attempts have been made and no further information has been provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d1 d2 d4 d10: 00771100610 item name m/l taper, stand.offset, red. Neck, 6 lot # 60512993 g3 g6 h2 h3 h6 proposed component code: mechanical (g04)- head h10. Visual examination of the returned product identified signs of being implanted worn / nicked / foreign material for the stem. The head associated with this complaint was not returned. The stem was returned may 10, 2023. Review of complaint history identified additional similar complaints for the head, no additional complaints for the stem, and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information received does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.